Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that two years and four months following the implant of this transcatheter bioprosthetic pulmonary valve, the gradients were elevated to 78 mmhg with a subsequent enlarged right ventricle. There were multiple stent fractures requiring the valve to be replaced. A non-medtronic valve was implanted valve in valve. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.